Event description:
During the insertion of a jugular vena cava filter, there was some difficulty passing the guidewire. The guidewire was unable to be withdrawn through the needle and the whole needle was withdrawn. The guidewire outer sheath had unraveled slightly so a new guidewire was passed over the needle, into the jugular vein and down into the inferior vena cava. The filter apparatus was passed and the filter fired. During withdrawal of the guidewire, the distal end appeared to have a coil in it. When the coil in the guidewire reached the filter, the wire caught and would not come back. The wire was cut externally at the neck and a clamp applied. The pt was taken to radiology and an attempt was made to remove the guidewire using a snare. The snare then became attached to the filter lines. Both the snare wire and the guidewire were cut in the jugular vein and remain in the pt. The wires are approx 20-25 cm in length.